Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over thirteen (13) years since the subject device was manufactured. The device was not return to olympus. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer decided to change the xenon lamp himself and was provided instruction on how to change the xenon lamp by an olympus technician. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source had defective where the emergency lamp came on . The issue occurred during an unknown procedure. The procedure was completed with the same equipment. There were no reports of patient harm.